Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional received the procedure was for an advanced lung cancer patient. After the initial video assisted thoracoscopic surgery (vats) assessment, the hilar structures were mobilized and the inferior pulmonary ligament was divided. An intrapericardial approach was used. The tumor was mobilized off of the aorta and the esophagus. The left pulmonary artery was then divided after two fires of the stapler and subsequently oversewn. The left main bronchus was then divided at the level of the carina using a different stapler. The tumor involved the left inferior pulmonary vein but was also adherent to the superior vein and therefore an attempt was made to divide the left atrium proximal to the pulmonary veins using another stapler. There was a stapler misfire, causing massive bleeding from the left atrium with a total blood loss of approximately 3.3 liters. Temporary control was obtained using sponge clamps to oppose the edges of the dehisced atrium. An attempt was made to repair this using interrupted suture but the fragility of the atrial wall made it difficult to do so. The patient was heparinized and a cannula was inserted into the proximal descending aorta. Bypass was then established using a left heart technique with return from the suckers. Another attempt was made to repair this but was unsuccessful. A right atrial venous cannula was inserted and cooling commenced towards 35 degrees celsius. The aorta was clamped and cardioplegia was delivered. The left atrium was opened and multiple non-fired staples were removed and a pericardial patch used to close the defect was secured in place with semi-continuous suture. The left atrial appendage was excised during this technique. The patient was rewarmed, the heart was de-aired and after releasing the aortic cross clamp, the heart resumed initially in vf returning to normal sinus rhythm after a dc shock. Bypass was then weaned initially unsupported but subsequently requiring low dose noradrenaline. The cannulas were removed and protamine was administered. Prolonged hemostasis then ensued as the patient was coagulopathic, requiring blood and blood product administration. The paravertebral catheter and block were inserted and a fibrillar was applied to the left atrial patch suture line. The patient had an excellent recovery, was discharged from the hospital, and is doing well.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the staples did not close when it was fired to staple the lung, causing damage to surgical site. There was a surgical intervention for catastrophic bleeding. Patient had to be put on cardiopulmonary bypass to repair the hole to heart. Massive blood transfusion. Patient is now at home and no complications.